Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty to insert and poor measurement. In addition, there was a deformation observed in the screw portion of one lead. This rv lead was replaced with different model, not implanted and rv lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on a3b: gender.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty to insert and poor measurement. In addition, there was a deformation observed in the screw portion of one lead. This rv lead was replaced with different model, not implanted and rv lead will not be returned. No adverse patient effects were reported.